Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a shutter position error during laser treatment of the left eye. The treatment was stopped, reloaded, and completed with no patient harm. Additional information received states that the surgeon had purposely released the pedal on the laser approximately two seconds into the procedure. When he tried to continue with the procedure, he was unable to start again. The surgeon then lowered the flap on the eye and continued with the procedure after the treatment was exited and restarted.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site the field service engineer could not duplicate the error. The device was successfully verified according to specifications. Log file review shows that the treatment was interrupted by a warning message during treatment: the user aborted the treatment. The occurrence of these error is most possible caused by the laser pedal not pressed enough which can cause the incorrect detection of the shutter state. The root cause can be determined as an inappropriate handling of the foot-switch (laser pedal). Pushing the foot-switch (laser pedal) in hesitant or slow manner will lead to this error message thus to interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).